Event description:
The customer reported that the knife of the device was not returning smoothly from first use. The procedure was a vats. Manual suturing was needed and oozing under 200cc occurred.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.